Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the image goes negative when doing subtraction on the right monitor, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board was replaced. The system was then found to be operating as intended.